Event description:
The customer reported white screen during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
E1 - address (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.